Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a5, a6. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle poly on ceramic litigation record received. Litigation alleges squeaking noise, painful right hip, discomfort and gait problem. X-ray reported superior orientation of the femoral head component relative to acetabular component. It was also alleged that there was extensive metallosis. The liner was fractured. Femoral head was discolored and worn down. Plaintiff suffered physical, mental pain, disability, disfigurement, loss of enjoyment of life, economic and medical expenses. Doi: (B)(6) 2019; dor: (B)(6) 2022; right hip. Additional event information: it was found during the x-ray review performed on (B)(6) 2024 that pinn sector w/gription might be disassociated with the mating liner.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : pinnacle poly on ceramic litigation record received. Litigation alleges squeaking noise, painful right hip, discomfort and gait problem. X-ray reported superior orientation of the femoral head component relative to acetabular component. It was also alleged that there was extensive metallosis. The liner was fractured. Femoral head was discolored and worn down. Plaintiff suffered physical, mental pain, disability, disfigurement, loss of enjoyment of life, economic and medical expenses. Doi: (B)(6) 2019; dor: (B)(6) 2022; right hip. The product was not returned to depuy synthes, however radiological images were provided for review. (B)(4). The x-ray review revealed that the ceramic head is making direct contact with the cup. This condition could occur if the liner has disassociated from the cup, fractured, or is heavily worn down. Given these findings, it is reasonable that noise and squeaking would be present due to the ceramic head articulating against the metal cup. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn sector w/gription 48mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The medical record report received states that on (B)(6) 2023 the patient was seen in ed for a right hip dislocation, which was successfully reduced ((B)(6) 2022). The patient reports having the sensation of the hip moving slightly.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.